Event description:
It was reported that an infection occurred and a question related to device sterility was received. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with a competitor system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 419678 implantable pacing lead implanted: (B)(6) 2013; 694758 implantable tachy lead implanted: (B)(6) 2013. (B)(4).